Manufacturer narrative:
A product support specialist received logs from affected devices for additional investigation. During the review, it was found that the central monitoring unit xhibits had lost connection to xhibit telemetry recievers on the hospital network for approximately two (2) minutes before regaining the network connection. At this time, the cause of the reported network loss could not be conclusively determined; however, it is likely that the hospital's network had gone down as multiple devices were affected at the same time.

Event description:
The customer called in reporting that all their centrals in the war room rebooted at the same time. There was no patient or user death, or injury associated with the event.